Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o ring. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.